Event description:
An apogee 6200 laser was reportedly used for removal of a tattoo, a non-indicated use. The treatment resulted in a burn that healed with a scar approx 14cm2 in area. The scar is located on the pt's wrist.